Event description:
Livanova deutschland received a report that an essenz pump, used for cardioplegia crystalloid delivery, gave an error message related to its failure: "cpl-c pump defective". However, pump was still turning and delivering cardioplegia at a normal ratio. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11 livanova has not received any additional information from the field, consequently, it is not possible to identify the error code associated with the reported error message. According to the device service history review, no further similar issues have been reported for this unit since its installation in 2024. Based on the current level of information, the root cause cannot be identified, however, a hardware malfunction impacting the functionality of the roller pump can be excluded, therefore, the most likely root cause is related to sw exception not correctly handled by the control unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.